Manufacturer narrative:
A ge rep evaluated the system and recommended replacement of the main cable. (B) (4).

Event description:
The customer reported that intermittently, the image goes black and there is an anode hot message displayed. No pt injury was reported.